Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation instrumentation at t11-l2. The tip of the fixed angle screwdriver broke during implantation of the first screw. Another screw driver was used. No patient complications were reported.

Manufacturer narrative:
(B)(4): fixation screws and interbody device was used. Implant date (B)(6) 2010. Although instrument was not received in the manufacturer for evaluation, a picture of the broken instrument was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Macroscopic examination confirms the driver tip is broken at the weld flange. Witness marks and plastic material deformation suggest failure in torsion, consistent with reported event information. Unable to determine if excessive torque during usage, or insufficient weld at the tip joint is the root cause of the event.

Manufacturer narrative:
Visual review of the submitted pictures confirms the welded tip components separated at the weld joint. Due to the limitations of the submitted pictures, no additional information can be obtained regarding root cause of the failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event describedin the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the typeof event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.